Event description:
It was reported that a pt underwent a sling procedure three years ago. Since the procedure, the patient has experienced extreme, persistent pain. On an unk date, the tape was cut to allow for voiding.

Manufacturer narrative:
Date sent to the FDA: 12/11/2008. Urinary retention occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwathces being submitted as two devices were involved in the event. See also medwatch 2210968-2008-01245. The same pt is represented in each medwatch.